Event description:
It was reported that during implant of the leadless implantable pulse generator (ipg),  the patient experienced cardiac tamponade from cardiac perforation. Pericardiocentesis, thoracotomy repair and pericardial window were performed. The leadless ipg , delivery system and introducer were attempted not used. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Product event summary:the introducer was returned and analyzed. The distal seal of the delivery system introducer was torn. The delivery system introducer sheath was kinked/buckled. The analyst noted the introducer was returned with the dilator fully inserted in the sheath of the introducer. The sheath of the introducer was kink/buckled at 20.3 cm and 45.7 cm. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.